Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a procedure. Using the same technique, the faulty and current suture was breaking at a more frequent rate than the previous suture the surgeon was using. There was no patient injury.